Event description:
Customer stated that while spiking the primary IV solution bag,the spike broke. There was no blood involved. There were no pt involvement, no injury or medical intervention. No additional information at this time.